Manufacturer narrative:
(B)(6). Additional information: batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; however, pictures were provided. Visual inspection of photo two showed the header area with water stains. Based on past investigations, the most likely failure is a crack in the housing nearby the welding zone. The issue is design related and is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming, one unit of u9000 had an external fluid leakage. There was no patient involvement. No additional information is available.